Manufacturer narrative:
Lot/serial: 4898752pp034, (B)(4). Lot/serial: 4898752pp013, (B)(4). Device which was actually implanted: as it is unknown which of the reported devices was actually implanted, ech060040j/4898752pp034 is determined as the actual device.

Event description:
In (B)(6) 2016, the patient underwent a vein-to-vein shunt preparation procedure. A gore® acuseal vascular graft (either ech060040j/4898752pp034 or ech060040j/4898752pp013) was implanted in the patient¿s right upper arm. Reportedly, it is unknown which of the devices were actually implanted. The patient tolerated the procedure. In (B)(6) 2018, the physician performed thrombectomy of the existing gore® acuseal vascular graft. When a small incision was made on a non-puncture site of the graft, delamination between the outer and middle layers was revealed. The physician dissected the graft and confirmed circumferential graft delamination. The delaminated portion of the gore® acuseal vascular graft were sutured. The patient tolerated the procedure without further problems.

Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4). According to the gore® acuseal vascular graft instructions for use (IFU), complications which may occur in conjunction with the use of any vascular prosthesis include but are not limited to mechanical disruption or tearing of the graft.